Event description:
It was reported that the customer was hospitalized for high bgs. The customer was vomiting and had ketones. The cause of his hospitalization was unknown. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test passed and the insulin exited. However, the high-pressure test was not done due to lack of clamp. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Explained the two high bg rule.